Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.

Event description:
Healthcare professional reported right side "rupture" and "exchange from textured to smooth due to concern with the product". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. Rupture: not observed. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "rupture" and "exchange from textured to smooth due to concern with the product". Device has been explanted.

Manufacturer narrative:
Reason for reoperation: gel bleed.

Event description:
Later healthcare professional reported baker grade I and "minimal fluid with possible gel bleed".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. Rupture: not observed. Gel bleed: not observed since no gel is out of the device and the weight is within specification. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth due to concern with the product". Later healthcare professional reported baker grade I and "minimal fluid with possible gel bleed". This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth due to concern with the product". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.